Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Related manufacturer report number: 1627487-2023-02564. It was reported that the patient's lead was autoreducing and their ipg had become inoperable due to not recharging as recommended. As a result, the patient underwent surgical intervention during which the ipg and lead were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Initial reporter phone number: (B)(6).